Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: access site adverse event/major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
A 50-year-old male underwent implantation of an impella 5.5 for hemodynamic support and had a jp drain placed around the anastomosis site. During the previous afternoon and overnight, approximately 2.6 liters of blood were collected from the jp drain. The patient required transfusion of 4 units of prbcs, 2 units of ffp, and 1 unit of platelets. Bleeding and jp drain output are currently minimal, and the issue resolved following transfusions. Heparin was paused for three hours yesterday afternoon and restarted at 1600. Patient survived. The reported event involves an access site adverse event, major bleeding, blood transfusion, and the need for an additional device. The impella 5.5 remained in use without reported performance issues. These complications are most consistent with patient-specific factors and procedural complexity rather than device related. Per the instructions for use, impella 5.5 is intended for short-term ventricular support and requires careful monitoring of anticoagulation and hemostasis. Patient-specific factors such as severe cardiac disease, hypotension, and critical illness can increase the risk of bleeding and transfusion requirements. Based on available information, there is no evidence of a causal relationship between the impella 5.5 and the reported events.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report. D6b explant date was provided.